Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received no delivery alarms on the insulin pump. Her blood glucose was 400 mg/dl. The alarms were received during both basal and bolus deliveries. Customer unable to troubleshoot at time of report and stated she would change the infusion set and monitor the issue. Nothing further reported.